Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4). See also manufacturer¿s report # 3004209178-2016-03955 for the patient¿s subsequent device issue.

Event description:
Information received from the patient reported that the lead wire of their implantable neurostimulator (ins) ¿that loops in the middle of the back¿ had broken and that they had to re-do the surgery (revision) back in 2008. The indication for use for the implanted device was noted as degenerative disc disease. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.